Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the stopper remained in the holder after collection spilling the sample and requiring the sample be drawn again. No adverse impact was reported regarding the patient or user.